Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 419378 implantable pacing lead, implanted: (B)(6) 2003; 5554-45 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
Additional information received from the director of nursing noted the cause of death as ischemic cardiomyopathy, congestive heart failure and hypertension. It was further noted there was no problem with the device.

Event description:
It was reported a red alert transmission was received due to a charge circuit timeout on the implantable cardioverter defibrillator (ICD) . The device was noted to be at end of service and the charge time greater than thirty seconds after the patient had received sixty four shocks. Further review of the manufacturer¿s database indicated the patient died three days post alert. Additional information related to the cause and circumstances of patient death have been requested and not received.